Event description:
Additional information was received that during the procedure, complete heart block (chb) was observed.

Manufacturer narrative:
Updated data: b1, b2, b5, b7, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, a pre-implant balloon aortic valvuloplasty (bav) with a 22 mm semi-compliant balloon was performed. The valve was deployed at a depth of 4 mm and appeared constrained despite the prior bav. A post-implant bav was planned; however, presumably during withdrawal of the delivery catheter system nose cone, the valve dislodged. The valve was subsequently snared in the ascending aorta. A second medtronic valve was then successfully implanted and post-dilated using a 23 mm balloon. Additional information was received that the second valve was post dilated due to a moderate leak being present on the final angiographic check. The initial valve was implanted in the native annulus. The cuspal overlap technique was used. The training guidance for slow deployment of the valve was followed. Prior to slowly withdrawing the delivery catheter system (dcs), the guidewire was retracted into the nose cone, but it was not perfectly centered. The dcs was not twisted or torqued at any point during deployment. Per the physician, the cause of the dislodgement was that the nose cone caught on the valve at the inflow portion. Per the physician, the valve being severely calcified also may have contributed.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-26, serial/lot #: (B)(6), ubd: 19-jan-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.